Event description:
The user facility reported that the involved angio-seal device foot plate did not deploy and when the operator pulled the locking cap, the foot plate was still in the sheath despite both clicks heard. Ir was using the angio-seal to close the puncture site post lower leg angioplasty. Reported impact of event on patient was unknown. There was no death reported. No life-threatening injury involving device. No permanent injury to body function. No permanent injury to body structure. No intervention to prevent permanent injury. Unknown if the procedure completed successfully. No known affect patient condition on the event and outcomes.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: registered nurse radiology a review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and arteriotomy locator were returned fully mated. The carrier tube assembly was returned in rear lock position and found to have its internal components already deployed. The suture was cut at the white marker proximal to the tamper tube and the bypass tube was located within the device sleeve. Functional testing could not be performed due to the condition of the returned device. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).